Event description:
It was reported that the patient was experiencing rib and stomach pain caused by stimulation following a lead revision (MFR 3006630150-2026-01027). The patient was hospitalized. The patient had good coverage and went home. It was determined that patients rib pain was not device related and was attributed to bleeding after the patient discontinued blood thinner medication.